Manufacturer narrative:
Please note that the following sections was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-02167. Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistant wire (sr wire) was fractured, and the proximal constraint sphere was inside the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil confirmed that the coil was detached from its pusher assembly and revealed a fractured sr wire. If the ruby coil is forcefully retracted against resistance, damage such as a sr wire fracture may occur. Further evaluation of the returned ruby coil revealed offset coil winds on the embolization coil. This damage may have contributed to resistance during procedure and the during re-sheathing of the ruby coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils and a non-penumbra microcatheter. During the procedure, the hospital technologist experienced resistance after advancing approximately a third of a ruby coil into the microcatheter. Subsequently, the physician retracted the introducer sheath slightly and the ruby coil started to take shape in the rotating hemostasis valve (rhv). The physician then decided to re-sheath the ruby coil; however, the coil detached from its pusher assembly outside the patient. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.